Manufacturer narrative:
Conclusion: no device failure.

Event description:
Allegedly per njr of (B)(6), the patient was revised due to infection.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The patient and user facility information were not provided. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00684, 00629. This event occurred in the (B)(6).